Event description:
The customer alleged while performing pre-patient testing of the vent, the bio-med stated the main audio alarm did not function while the nurses's call alarm and visual alarm was functioning. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The audio alarm assembly was replaced to correct the reported problem, as well as the front panel pcb as a precautionary measure. It was not verified that the audio alarm did not function when expected, however no pt involvement was verified. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.